Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently undergoing investigation. A device history record review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: jun 4, 2013. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that the depth gauge for multiloc humeral nail system used in surgery for humerus diaphysis fracture on (B)(6) 2017, split in two at the inner part of the depth gauge and the tip. The surgeon used the device for a screw length determination. After the depth gauge broke, the device could not be used anymore. The surgeon managed to measure the screw length with a broken tip and a scale which were available at the hospital. The surgery was extended for 30 minutes due to the reported event. There was no information regarding the patient¿s status. Concomitant medical products: 1x screw part: unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the article is in a used condition. The measuring hook is broken off at the laser welding seam. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. The measuring hook is connected by laser welding with component shaft. The inner and outer diameters of the connection have been measured and they are within specification. According to the manufacturing investigation no indication of a production failure could be found. On the component shaft damage of the front side surface is visible. This damage weakened the laser welding seam and caused the breakage of the device. It has been determined that the damage on the component shaft occurred after production during use and is caused by mishandling. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.